Event description:
It was reported that removal difficulties were encountered. The target lesion was located in a coronary vessel. A 2.25mmx12mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and difficulties were encountered upon removing the device in the stent side branch. Eventually, the device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported.